Manufacturer narrative:
Analysis evaluated two opened and used reservoirs. Visual fluid flow through infusion set and out catheter tip. The reservoirs not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm and a motor error alarm. The customer stated that they had high blood glucose of 500 mg/dl at the time of incident. The customer treated with manual injection. The customer's blood glucose was 234 mg/dl at the time of call. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer was able to rewind the insulin pump. The customer stated that the insulin did exit during prime. It was advised that the alarm was caused by a site/set occlusion. It was advised to discontinue the use of the insulin pump and revert to back-up plan. The reservoir would be replaced and returned for analysis.